Event description:
I am an optometrist and had a patient today that reported they have not had an eye exam in 3 years and their contact lens prescription is expired. They had a prescription for acuvue oasys lenses, but decided to buy daysoft lenses because they were cheaper. The patient reported they were not required to upload a valid prescription and they ordered a lens that was different than the one they had a prescription for.